Event description:
Customer reported that the insulin pump had a rainbow effect and looked cloudy at the display screen. The blood glucose reading was 204 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No display anomaly noted. The insulin pump had a cracked display window corner, scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.